Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 465 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised they check their blood glucose level 10 to 12 times per day and also take insulin via manual syringe. Customer advised they have never had such high blood glucose levels since being a diabetic. Customer believed the insulin pump did not delivering insulin properly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.